Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-05462: it was reported that during a drg system implant. During the procedure, cerebrospinal fluid leakage occurred when the doctor attempted to access the patient's epidural space. As a result, the procedure was abandoned. The patient experienced no symptoms.